Event description:
Customer's wife reported that customer has been having some high blood glucose levels. One of the highs was over 500 mg/dl and another one was over 300 mg/dl. Customer declined speaking with the help line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).